Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Customer's mother reported via phone call, the insulin pump seems to have fluids, humidity or moisture, in the screen. The battery was removed and was left out overnight so the device would dry. When the battery was inserted the device alarmed button error. Customer's blood glucose was 228 mg/dl. Customer's device looked foggy when she arrived home from gymnastics. Customer was able to continue use of the device but recently it has been having the keypad and buttoner error alarms. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.